Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead the lead was turned counterclockwise to change the placement location and attempted to retract into the guide, but the pair was entangled in the screw site. When tension was applied while rotating the lead counterclockwise, the screw could not be removed, so it was confirmed via fluoroscopy that the screw was extended. As there was a risk of the helix site becoming disconnected and remaining in the heart when the catheter is pulled further, removal using a laser sheath was performed. The rv lead was attempted/not used and replaced. It was confirmed that a tricuspid chordae tendinous pair was attached to the helix site. No patient complications have been reported as a result of this event.